Manufacturer narrative:
One open 31g x 8mm pen needle sample was returned. A 10x visual inspection found broken needle. Evidence of residual bending indicating that the needle was bent at point of breakage. No evidence of manufacturing related issues observed on the returned sample. A lot history review was carried out and no related non-conformances were raised in association.

Event description:
The reporter stated that the needle broke off during injection in the abdomen. Patient went to the hospital. Abdomen was x-rayed. No needle could be found. The needle remains in the abdomen. No surgical treatment. No further info is available.